Event description:
It was reported that the patient was referred for replacement of his generator because his vns wasn't working as well as it used to. Pre-operatively, high impedance was detected via system diagnostics on the generator. The patient's generator was replaced and high impedance was still detected so the lead was also replaced. Once this was done, the impedance was found to be within normal limits. Product return is not expected as the hospital historically discards explanted products. No further relevant information has been received to date.